Manufacturer narrative:
Continuation of concomitant products: 694765 lead, implanted: (B)(6) 2012; dtba1d1 crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds, high impedance, and no capture. An x-ray revealed no structural lv lead issues. The lv lead was reprogrammed and remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated, approximately two months later the patient was seen in clinic for device check. Lv lead impedance was high, and the lead was reprogrammed. Then, approximately twelve months later, lv lead capture was at maximum output. Diagnostic tests or procedures were performed. The lv lead was programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.